Event description:
It was reported the patient had a shocking and jolting sensation. It was noted that a communication and telemetry issue was reported. It was further noted that the patient did not have their recharger at their appointment with a manufacturing representative. It was noted the manufacturing representative met with the patient today to attempt reprogramming. The reporter stated the implantable neurostimulator (ins) was not responsive and discharge of the ins was suspected. It was noted that diagnostic testing or troubleshooting was not done and would be done in the future. It was further noted the patient had pain and swelling at the device pocket. The reporter stated the patient would call them while charging their implantable neurostimulator today and they would meet with the patient to troubleshoot if the issue was not resolved over the phone. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).